Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test and unexpected error test. The pump alarmed motor error during basic occlusion test due to moisture damage on the faulty force sensor system. The pump was unable to verify compromised force sensor system alarms due to motor error alarms. The pump was unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. The motor was tested outside of the device and passed. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and cracked display window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 130 mg/dl during time of incident. The customer also had low reading of 37 mg/dl 4 hours ago and treated it with juice. The customer stated that she received the alarm during infusion set change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.